Event description:
It was reported that the product was cracked when pulled from the package. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one (1) sample was received for evaluation with p/n: d-70 l/n: 4335885 in a plastic bag without original packaging in used conditions. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. The sample received was separated between y-connector, 3 way 00-123 and cap, single port 00-214. Remains of solvent were observed in the separation of the components y-connector, 3 way 00-123 and cap, single port 00-214 therefore, it can be determined that the part was correctly assembled according to the manufacturing procedure mp d-70 where it is indicated to join the components with solvent s-10 (cyclohexanone/pvc solution). The damage detected cannot be attributed to the manufacturing process because no force or stress is applied to the components ¿y-connector, 3 way 00-123 and cap, single port 00-214¿ during assembly. The sample shows signs of manipulation; therefore, it cannot be confirmed that the failure mode reported in the complaint "separation" was generated during the manufacturing process. Conclusion: the failure mode indicated in the complaint is confirmed. It was confirmed that the reported complaint was caused because the union between the ¿y-connector, 3 way 00-123 and cap, single port 00-214¿ was stressed/ manipulated and that caused the single port 00-214 to be broken. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.